Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that during surgery, the tip of the probe broke off inside the patients shoulder. The tip was retrieved. Another probe was available for use and surgery was completed successfully.